Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient experienced pain, stiffness, popping, discomfort, and weakness which in turn negatively affects the patients mobility and quality of life. The patient was found to have elevated metal levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Update rec'd 4/28/2015 - ppd with medical records received for left side revision. Upon revision, inflammation was noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on 5/19/15.